Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-17598 and 1627487-2013-17599. The patient has a scs and pns system. These issues are related to the scs system. It was reported the patient was experiencing discomfort at her scs ipg pocket site due to the scs ipg being tilted. Subsequently , the patient underwent surgical intervention to reposition the ipg within the pocket site on (B)(6) 2013. It was also reported during the procedure, the physician "nicked" the patient's scs leads. As a result, the leads were explanted and replaced. The patient has effective stimulation and is " happy" with the ipg position. Product will not be returned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.